Manufacturer narrative:
Investigation summary - this statement summarizes the investigation results regarding a complaint that alleges false positive when using bd veritor¿ sars-cov-2 and flu a+b ass (material#: 256088), batch number unknown. The customer reported that they received false positive results from the analyzer. One specimen was recollected for pcr testing, which returned as a negative result. However, they are unable to confirm the lot number associated with this pcr test. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were not performed as there was no batch number provided. No photos or samples were received; therefore, return sample analysis could not be performed. The reported issue was unable to be confirmed. A trend analysis for false positive was conducted, no adverse trend was identified. There were no corrective actions taken at this time.

Event description:
It was reported when using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, the customer questioned an unspecified number of patient flu b positive results due to the high number obtained from the veritor analyzer. No confirmatory testing was performed. Results were reported to the physician and there was no health impact or consequences reported. Eua# (B)(4).

Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. The information for the 510k is as follows: g4. PMA/510(k)#: eua# (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, the customer questioned an unspecified number of patient flu b positive results due to the high number obtained from the veritor analyzer. No confirmatory testing was performed. Results were reported to the physician and there was no health impact or consequences reported. Eua# (B)(4).